Manufacturer narrative:
H3: analysis of the lead, model 977a260, s/n (B)(6), revealed that the all conductors were broken; 17.2cm from the distal end of the lead. Analysis of the lead, model 977a260, s/n (B)(6), revealed that the #0, #3, and #5 conductors were broken at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they let the implanted neurostimulator battery get low one day and then recharged it and it worked for a little while, but now they are seeing a message on group a that says settings are unavailable. Patient said they switched to group b and it is working on those settings, but they are not getting as much relief as they did in group a. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from manufacturer representative (rep). It was reported that the patient was referred to hcp for a lead revision due to lost coverage and return of pain. Prior to surgery the rep did a lead connection check and impedance check and the 8-15 bottom socket lead was all red/ nonfunctioning. The0-7 top socket lead was green and all impedance readings were good. During surgery, the good lead was cut by a scalpel and both leads needed to be replaced. Throughout the case, rep was running impedance checks as the good lead was connected. During dissection of the lead at the anchor site, rep ran an impedance and everything on the good lead was red and out of range. The high impedances, lead 0-7 780-800 ohms lead 8-15 all over 40000 ohms during surgery lead 0-7 was cut and had all readings over 40000 ohms. Both leads were replaced. Patient had a fall in november and lost coverage on the 8-15 lead 0-7 lead damaged during surgery. The issue was resolved with device revision.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-nov-2025, UDI#: (B)(4). Product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.